Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence".

Event description:
It was reported that an ilet user with insulin sensitivity observed insulin delivery when glucose was 102 mg/dl after treating a low, despite a secondary higher target range being set, and sought clarification on algorithm behavior; the device was delivering small basal doses every five minutes as glucose trended upward to prevent hyperglycemia. Symptoms included hypoglycemia with a nadir of 78 mg/dl treated with oral glucose. Outcomes included no reported injury, no alerts or alarms, and no effect on overall blood glucose control. Investigation included troubleshooting and user education with referral to a trainer and clinical management support. Investigation of this case revealed the device operated as designed based on trend data and onboard insulin considerations, with cause of the hypoglycemia unclear. It was concluded that the event was user-reported hypoglycemia of unclear cause without device malfunction and with appropriate algorithmic insulin dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.